Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 16 mmol/l with symptoms of dehydration and thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. During the course of troubleshooting it was determined that the pump¿s time and date settings had been incorrectly programmed for am and pm. This complaint is being reported based on the allegation that the patient had experienced a hyperglycemic event and use error was a factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jan-2018 with the following findings: a manual time change was observed in the pump's history. The pump was exercised for 24 hours and then the battery was removed for 6 hours. Bench testing confirmed that when the battery was reinserted into the pump the time and date had reset to default. The total daily doses added up to the user's programmed rates. The pump passed a delivery accuracy test. The display screen was discolored. The battery compartment was found to be cracked.